Event description:
Upon receipt of samples for (B)(4), thirty samples from lot 2401032 (three of the samples come in open packages), four samples from lot 2401031have also been received. In the visual inspection of the samples received, silicone is observed.

Manufacturer narrative:
Initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Thirty samples from lot 2401032 and four samples from lot 2401031 have been received for investigation. Through visual inspection, silicone is observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for reported lots 2401031 and 2401032, and were found to be within specification. The samples underwent these same tests and found two syringes from lot 2401032 were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. An additional two samples from lot 2401032 were found to be above iso limits. All samples from lot 2401031 were verified to be within specified limits. A device history review was performed for the reported lots 2401031 and 2401032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, it is possible the products above required limits occurred during the siliconization process as a result of the syringe remaining under the dispenser and excess silicone dripping into the product. Since the device records do not indicate any issue, a definitive root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..